Manufacturer narrative:
(B)(6). The returned lead was analyzed, and visual inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is near the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The possible flexing of the lead at the exit point of the clik anchor has resulted in the reported complaint. Therefore, the probable cause selected is cause traced to component failure.

Event description:
It was reported that the patient underwent a lead replacement procedure due to high impedances on the leads. The patient was doing well postoperatively.

Event description:
It was reported that the patient underwent a lead replacement procedure due to high impedances on the leads. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7094820.